Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("history of heavy bleeding which was due to uterine fibroids") in a 45-year-old female patient who had essure (batch no. 871976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroid, heavy periods, anemia, vitamin d deficiency, chickenpox, eczema, rheumatoid arthritis, cartilage disorder and c-section. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("painful heavy prolonged periods"), the first episode of menorrhagia ("painful heavy prolonged periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexualintercourse)"), genital haemorrhage (seriousness criterion medically significant) and uterine leiomyoma ("history of heavy bleeding which was due to uterine fibroids"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, the last episode of menorrhagia, the last episode of dysmenorrhoea, dyspareunia, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011,(B)(6)2012. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information and events: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), history of heavy bleeding which was due to uterine fibroids were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 45-year-old female patient who had essure (batch no. 871976-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroid, heavy periods, anemia, vitamin d deficiency, chickenpox, eczema, rheumatoid arthritis, cartilage disorder and c-section. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("painful heavy prolonged periods"), the first episode of menorrhagia ("painful heavy prolonged periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine leiomyoma ("history of heavy bleeding which was due to uterine fibroids"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, the last episode of menorrhagia, the last episode of dysmenorrhoea, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. History of heavy bleeding which was due to uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), neoplasm malignant ("tumor/teratoma/cancer-cancer") and systemic lupus erythematosus ("autoimmune disorder worsened after essure-lupus") in a 45-year-old female patient who had essure (batch no. 871975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, heavy periods, anemia, vitamin d deficiency, chickenpox, eczema, rheumatoid arthritis, cartilage disorder and c-section. Concurrent conditions included autoimmune disorder and body mass index normal. Concomitant products included hydroxychloroquine sulfate (plaquenil s), prednisone and tramadol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and teratoma ("tumor/teratoma/cancer-teratoma"), 3 months 29 days after insertion of essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy prolonged periods, dysmenorrhea"), the first episode of menorrhagia ("painful heavy prolonged periods/menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia") and systemic lupus erythematosus (seriousness criterion medically significant) and was found to have uterine leiomyoma ("history of heavy bleeding which was due to uterine fibroids") and neoplasm ("tumor/teratoma/cancer-tumor"). The patient was treated with surgery (to remove the essure implant/hysterectomy(partial), salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and dyspareunia had resolved, the genital haemorrhage, the last episode of menorrhagia, uterine leiomyoma, weight increased, neoplasm malignant, teratoma, systemic lupus erythematosus, headache and neoplasm outcome was unknown and the migraine was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, neoplasm, neoplasm malignant, pelvic pain, systemic lupus erythematosus, teratoma, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. History of heavy bleeding which was due to uterine fibroids. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one tube was not blocked; on (B)(6) 2012: total bilateral occlusion; in (B)(6) 2012: total bilateral occlusion. Lot number: 871975, manufacture date: 2011-06, expiration date: 2014-06. Lot number report 871976 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy prolonged periods") and menorrhagia ("painful heavy prolonged periods"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.